Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), autoimmune disorder ("autoimmune disease diagnosis"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), rash ("excessive rashes") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, autoimmune disorder, dyspareunia, alopecia, abnormal weight gain, tooth disorder, rash and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, autoimmune disorder, back pain, dyspareunia, fatigue, medical device discomfort, menorrhagia, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the tissue is embedded with a synthetic. Corrugated metallic implant.') And pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), abdominal distension ("abdominal bloating"), autoimmune disorder ("autoimmune disease diagnosis"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, medical device discomfort, back pain, abdominal pain, dyspareunia, menorrhagia, rash, abdominal distension, autoimmune disorder, alopecia, abnormal weight gain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, autoimmune disorder, back pain, dyspareunia, embedded device, fatigue, medical device discomfort, menorrhagia, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, patient's medical history and event "the tissue is embedded with a synthetic. Corrugated metallic implant" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), autoimmune disorder ("autoimmune disease diagnosis"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), rash ("excessive rashes") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, autoimmune disorder, dyspareunia, alopecia, abnormal weight gain, tooth disorder, rash and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, autoimmune disorder, back pain, dyspareunia, fatigue, medical device discomfort, menorrhagia, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Reporter information updated. Product indication female sterilization updated. Essure stop date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.